Event description:
It was reported that most of this right ventricular (rv) lead parameters were found to be out of range, including high out of range shock impedance, high capture thresholds and low sensing. Reportedly, the rv lead impedance exhibited a gradual increase and was consistently high. It was decided by the physician to explant and replace this lead, and also implant a right atrial (ra) lead for bradycardia and to explant the implantable cardioverter defibrillator (ICD) due to therapy upgrade. The rv lead is not expected to be returned as it was disposed by the explanting facility. No additional adverse patient effects.